Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast reconstruction surgery with a 600cc mentor memorygel breast implant on (B)(6) 2013 and experienced breast implant rupture on her left side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3505004bc; serial number (B)(4) on the left side, and with catalog number 3505004bc; serial number (B)(4) on the right side on (B)(6) 2020.